Manufacturer narrative:
The device was not received for evaluation. No photos were taken of the device. The device history was not reviewed due to the lot # not reported.

Event description:
Account reported, "a coronary sinus dissection occurred with initial cannulation of the coronary sinus by the worley introducer system. It was not hemodynamically significant but did make left ventricular lead placement difficult. No lv lead was ultimately implanted due to anatomical limitations. This was from a clinical study and the actual part number or lot number is unknown".